Event description:
An abnormal rate of variability of 57% was noted and confirmed during a refill. The pt had no change in symptoms, so it was decided to observe the pt until the next refill, recheck the rate of variability and then decide whether an intervention was needed. The drug delivered was baclofen.

Manufacturer narrative:
(B)(4).